Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 600i synchron access clinical system (dxc 600i) generated a "high" troponin I(accutni) result. Customer did not indicate whether the result was reported out of the laboratory. Customer reported they used accutni reagent lot 225168 with calibrator lot 122817 in conjunction with dxc 600i analyzer. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found air was entering the wash pump during dispense probe priming causing foaming. The fse replaced the fluidics manifold. The fse performed an accutni precision run, which passed within specification. The fse performed a system check, which passed with all parameters within specification. The fse verified quality control was within the customer's established limits.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on two days. This report is related to MDR# 2122870-2013-00047, MDR# 2122870-2013-00053.